Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the iabp unit. The fse inspected this unit and ran on a trainer for 2.5 hours and was unable to duplicate the error. The unit passed all diagnostic and performance testing. The unit was approved for clinical use and returned to the user.

Event description:
It was reported that, during use on a patient, the cardiosave iabp unit experienced a system overtemperature alarm. There was no patient harm indicated.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)